Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via interdepartmental helpline solutions tracker of high and low blood glucose readings from the insulin pump. The customer stated that she had severe low readings at school last week and some high blood glucose readings last weekend after starting the pump. The customer stated that she was over 500 mg/dl. The customer's mother was driving and was not able to troubleshoot with her. The customer was unable to troubleshoot during the phone call.